Event description:
Reporter indicated that vns patient has requested that the device be explanted. The patient has reportedly experienced shortness of breath since implant and has not benefited from the vns therapy.